Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the event, however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image noise occurred and did not display on the bronchovideoscope due to damage on the circuit board of the video plug section. There was no patient involvement.